Event description:
It was confirmed that the catheter was dislodged. Per caller, the patient's distal/intrathecal catheter has migrated out of the intrathecal space 3 times. There were no technique issues (paramedical oblique approach), or physical issues that they were aware of that was causing this to occur. A revision was scheduled. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: the health care provider reported the cause of the event was the catheter came out of the intrathecal space; dislodgement/migration. Imaging was done and results showed the intrathecal catheter backed out. The patient had experienced increasing spasms in lower extremities and withdrawal symptoms. A catheter revision occurred. The patient outcome was noted as recovered without sequelae. The pump delivered compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the implant of new catheter and pump on (B)(6) 2011, was uneventful and the patient was discharged quickly. At the post-op visit on (B)(6) 2012, the patient noted fluid in the abdomen wall pocket and increased back pain. In (B)(6), the patient reported hip pain. The patient experienced increased symptoms (spasticity in lower extremities). An x-ray was done and revealed the catheter had backed out. On (B)(6) 2012, the catheter was replaced. At the post-op visit on (B)(6) 2012, it was noted there was swelling in the abdomen area causing concern about cerebrospinal fluid (csf) drainage. The patient experienced fever and spinal headaches. The physician suspected csf tracking down to the abdomen. Per hcp, in (B)(6), the patient reported spinal headaches. Troubleshooting was performed. An x-ray revealed the catheter was dislodged. The patient experienced withdrawal and csf draining. The catheter was replaced. Post-op in the hospital, the physician tapped the abdomen to get fluid out following last procedure. At the post op appointment on (B)(6) 2012, the infusion system was functioning fine and the headaches were resolved. The patient was doing fine, was ok.

Manufacturer narrative:
(B)(4).